Manufacturer narrative:
(B)(4). The complaint of infection cannot be analyzed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 7: reference MFR report#1627487-2016-05782, reference MFR report#1627487-2016-05811, reference MFR report#1627487-2016-05812, reference MFR report#3006705815-2016-00567, reference MFR report#1627487-2016-05799, reference MFR report#1627487-2016-05580. It was reported surgical intervention was undertaken on (B)(6) 2016 during which time the peripheral leads were explanted due to lead migration and an alleged infection. Reportedly, the location of the infection is unknown therefore all possible devices are being reported. The sjm representative was not present for the procedure.